Event description:
Pt experienced swelling in knee. Tibial insert was revised due to polythylene wear. Note: all plastic patella (code unk) also revised, but not due to failure.

Manufacturer narrative:
Non-destructive visual examination was performed on the 86-4157 pfc tibial insert which was revised due to swelling and polyethylene wear. The ultra-high molecular weight polyethylene insert showed areas of adhesive/abrasive wear having a polished and textured appearance. The inferior side of the insert had light burnishing over about 30-35% of its surface. There were no apparent material or mfg defects noted on the component. At this time, jjpi considers this file closed.